Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting an rf anomaly that caused the device to be unable to send remote transmissions. No interventions were reported. The patient was in stable condition.